Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) reached end of service (eos) without ever triggering recommended replacement time (rrt). As well, the device capacitors required over twenty seconds of charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed that the device incurred charge circuit timeout with the original device battery. The device could provide a 35 joule (j) charge within nominal charge time when using an external supply. A battery depletion mechanism such as high current drain was not observed. No hybrid anomalies were found. Battery analysis found no internal battery shorting had occurred. Uniform lithium (li) utilization was found across the anode with no li-severing observed. The battery successfully completed 4-pulse testing, with the average pulse voltage and charge times falling within the 0.1 ¿ 99.9% tolerance bands. Review of the save-to-disk data showed excessive charge time (ect) events were logged prior to recommended replacement time (rrt) and subsequent explant. It is noted that voltage lower than rrt were logged in the save-to-disk data but rrt was not set as voltages did not fall below the threshold for 3 or more consecutive days. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.